Manufacturer narrative:
D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs hino - 7-127 asahigaoka 4-chome japan hino-shi tokyo, 191-8503. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient penetrated the scan window during a CT scan; sustaining bruises and abrasion. While there was no serious injury, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality. Serious injury is not the normally anticipated outcome associated with patient motion issues. There was no reported product malfunction.